Manufacturer narrative:
Additional parts were replaced. The standalone xrelay was returned to the manufacturer for analysis. Reported issue was able to be duplicated. Failed bench test, fans on the board faulty, not turning on. All voltages present, 380 vdc measured at input, 115vac present, 15vdc present, leds all functioning as expected. Relay test fails between pins 1 and 2. Resistance tested between pins 1 and 2. The hardware investigation found that reported event was related to an electrical failure mode; defective pcba. The imaging system's image acquisition system (ias) computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A replacement fuse and mobile viewing station power board were shipped to medtronic representative. The representative reported replacing the fuse and power board of the mobile viewing station. The suspected fuse and mobile viewing station power board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that image acquisition system did not start normally. A command processor did not start. When the battery was checked for voltage, medtronic representative found that the mobile viewing station power board had malfunctioned. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect fuse was returned to the manufacturer for evaluation. Testing found that the fuse failed continuity testing due to an open. The suspect power switching board has been received by the manufacturer for evaluation. However, results are not available at this time.